Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6253535, expiration date: 2017-09-30, manufacture date: 2016-09-09. Medical device lot #: 6090529, expiration date: 2017-04-30, manufacture date: 2016-03-30. Medical device lot #: 6260586, expiration date: 2017-09-30, manufacture date: 2016-09-16. Bd received samples and photos from the customer facility for investigation. The photos were evaluated and customer's indicated failure mode for the incident lot numbers was observed. The samples were evaluated and the customer¿s indicated failure mode for with the incident lot was not observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that they are seeing an increase in hemolysis with the bd vacutainer® pst¿ gel and lithium heparinn (lh) 56 units blood collection tubes. No injury or medical intervention reported.